Event description:
It was reported during service that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The end user replaced the batteries and the power control board to resolve the issue. Block a: no report of patient involvement. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.